Event description:
The customer reported that the unit stopped working while in-use. The g7 screen turned off completely and the power indicator was still on like it never lost power. After a few minutes the screen turned back on itself, and they said it was reported this happened once 09/16 as well as a week ago. No patient harm was reported.

Manufacturer narrative:
The customer reported that the unit stopped working while in-use. The g7 screen turned off completely and the power indicator was still on like it never lost power. After a few minutes the screen turned back on itself, and they said it was reported this happened once 09/16 as well as a week ago. No patient harm was reported. Investigation conclusion: the device was returned to nihon kohden for evaluation and repair. During evaluation, the reported issue was duplicated, and the unit's front enclosure was replaced. However, the issue persisted, and the cause of the failure was determined to be failure in the unit's mainboard or the cabling between the mainboard and lcd. Due to unavailability of repair parts, an exchange unit was sent to the customer. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device: bedside monitor: model: bsm-1733a. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the unit stopped working while in-use. The g7 screen turned off completely and the power indicator was still on like it never lost power. After a few minutes the screen turned back on itself, and they said it was reported this happened once 09/16 as well as a week ago. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device.

Event description:
The customer reported that the unit stopped working while in-use. The g7 screen turned off completely and the power indicator was still on like it never lost power. After a few minutes the screen turned back on itself, and they said it was reported this happened once 09/16 as well as a week ago. No patient harm was reported.